Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with the sentinal seal. The customer reports pt tube came loose of cdu which created again a pneumothorax. This defect could be dangerous for the pt.